Event description:
It was reported that the device was found in a hardware bvvi reset mode without defib therapy. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported device reset was confirmed in the laboratory. The reset was due to a por that occurred when a max-voltage charge delivery was in progress. The device was tested on the automated test equipment (ate) system and confirmed damage in the high voltage circuitry.